Manufacturer narrative:
This report is submitted on october 15, 2021.

Event description:
It was reported the patient experienced bleeding at the incision site on (B)(6) 2021. On (B)(6) 2021, the patient experienced cognitive impairment and deterioration, and was subsequently hospitalised and admitted to the ICU. The treating physician diagnosed the patient with subdural hematoma and cerebral ischemia. After two days, the patient was diagnosed with brain death. The patient died on (B)(6) 2021, due to cardiorespiratory arrest. The death has not been confirmed to be device related.